Event description:
Information was received from a consumer implanted with a neurostimulator. It was reported that they were having a problem with their battery. No symptoms were alleged, and no further complications are anticipated.